Manufacturer narrative:
Device evaluation found image display broke off twice, no image due to cable break . The customer reported issue was confirmed. In addition, the coupling piece is slightly knocked out. Investigation is ongoing. This report will be supplemented accordingly investigation.

Event description:
As reported, the image does not appear. Customer obtained a loaner device as replacement. The issue found at preparation for use. There is no patient harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.